Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/16/2024, that on 06/02/2020 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. It was reported that the patient experienced a skin reaction with burning, rash, redness, inflammation, and scar underneath sensor pod area only, which occurred an unspecified day after the sensor had been inserted in the arm. A photo of the skin reaction in the complaint record was reviewed. The reaction was treated with oral medication, topical cream, and benadryl spray. There was no specification about the medication and the patient couldn´t remember the name of other medications. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.